Event description:
The instrument pin was broken. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event is an isolated incident and is attributed to a manufacturing error.